Manufacturer narrative:
D10 concomitant products: 174027, 174027 mf endo hernia o 12 4.0 (lot#: p3g0033), unknown hernia, unknown hernia stapler (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) hernia repair procedure, the surgeon was able to fire the first reload that came with the stapler. After changing the reload, it fell into the patient's abdomen. The surgeon was able to retrieve it. They loaded a third reload, which also fell into the abdomen. There was no patient injury.